Event description:
It was reported the patient experienced chest wall pain a couple of days after being implanted. An EKG was performed and revealed no anomalies. The chest wall pain resolved over time and the patient is doing well.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.